Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the driver tip broke off in the screw head. The central screw and the baseplate had to be cut out which left a large cavity defect in the glenoid. This delayed the surgery approximately 90 minutes.